Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.